Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that while checking the patient a dislodgment of this right ventricular (rv) lead was discovered with telemetry and confirm via x ray. The lead was then successfully replace. No additional adverse patient effects were reported.